Manufacturer narrative:
During the analysis of the lead, fraying of the insulation 14 cm distal of the connector pin and fraying of the coating of the rope conductor to the ring electrode in the same area were detected. This damage manifestation can, with high probability, be regarded the cause for the clinical complaint. The fraying of the insulation requires excessive mechanical stress on the lead. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and excessive friction of the lead at the ICD housing. The analysis did not detect a mfg error or material defect at the lead.

Event description:
After an implantation time of about 13 months, oversensing with shock deliveries was reported and this lead was explanted. There were no other adverse pt effects reported.